Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that elective replacement indicator (eri) triggered due to high battery impedance on (B)(6) 2011, prior to explant.

Event description:
It was reported that the device was at elective replacement indicator. The device was only checked a week ago during which the battery voltage was observed but now the device was low and experiencing measuring discrepancies. The patient was symptomatic with single chamber fixed rate operation. The device was explanted and replaced. No patient complications have been reported as a result of this event.